Event description:
Event description guidant received information that this patient expired after removal of their central IV line. There is no specific allegation against the device, however the physician is requesting analysis. The device had been implanted for four months. The pacemaker and both leads were returned for analysis.